Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise and low impedance. No medical intervention was reported. The patient's condition post event was stable.